Event description:
It was reported that a male patient presented to a hospital with left knee pain. This patient was originally implanted with a tibial nail for an open tibia fracture in 2010. The surgeon wanted to rule out infection and decided it was best to remove the implant. On (B)(6) 2014, the nail was removed along with three locking screws: one dual core and two 5.0 millimeter. Infection was confirmed. The fracture had healed. It was reported that the surgery was successfully completed and that the patient is well. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Implant date reported as: 2010. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that it manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.